Manufacturer narrative:
As reported, after the release of the angioguard, the 8x30 precise pro rx stent was chosen as the proper size stent and was inserted into the body of a patient with traumatic injuries. While advancing the stent, strong resistance was encountered, and the stent could not advance to the lesion. At the same time, the patient suffered cardiac arrest and the physician was forced to withdraw the stent. The patient was resuscitated after rescue and transferred to the intensive care unit (ICU). The user does think that the event was related to the stent. The user does think that the event was related to the procedure. The procedure time was too long and operated at the carotid sinus all the time, the bend of the stent simulated carotid sinus to cause cardiac arrest. The precise pro rx stent and angioguard were successfully removed. The patient had a dissection prior to the angioguard and precise pro rx stent being introduced into the patient. The patient was not on any medications. The intended procedure was a carotid artery canalization. The target lesion was the carotid artery. The target lesion vessel diameter was 7mm. The vessel tortuosity/angulation was moderate. The device was not used for a chronic total occlusion. The target lesion vessel length was 30mm. The products were stored and handled according to the instructions for use (IFU). The products inspected and prepped according to the IFU. There was nothing unusual noted about the products prior to use. There was no unusual force used at any time during the procedure. There were no kinks/bends noted to the devices after they were removed from the patient. The angioguard was sized larger than the vessel as per IFU. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. There was no filter basket deformation. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket did collapse into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no debris in the filter basket after removal. The user did not feel that any debris from the filter basket escaped during withdrawal. The filter basket was not suctioned prior to being withdrawn into the capture sheath. There was no difficulty encountered while advancing/tracking the angioguard towards the lesion. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The diameter of the unconstrained precise pro rx stent size was 1-2mm larger than the vessel diameter. The device was prepped in the tray. The tuohy borst valve was in the closed position when received. The tuohy borst valve was closed prior to removing the device from the tray. The stent was still constrained within the outer member/sheath when removed from the tray. The stopcock was connected to the y-connecter of the tuohy borst valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the stent delivery system (sds). There was no difficulty advancing the sds over the guidewire or embolic protection device. The stent delivery system did pass through acute bends. The delivery of the sds to the lesion was contralateral. The contrast used was iodixanol. The contrast was mixed with saline. The ratio of the contrast to fluid was 1:1. One non-sterile 8x30 precise pro rx stent was received for analysis coiled inside a plastic bag. The unit was not deployed. The valve was received opened and blood residues were observed on the unit. There were no damages/anomalies observed on the returned device. Per dimensional analysis, the outer diameter (od) of the received unit was measured at different distances and the results were found within specification. The angioguard rx was not returned for analysis. A review of the manufacturing documentation associated with the lots 17727956 and 35234795 presented no issues during the manufacturing process that can be related to the reported event. The complaint reported by the customer as ¿stent delivery system (sds)-ses - tracking difficulty¿ could not be confirmed or properly evaluated due to the nature of the complaint. Also, a dimensional analysis was performed on the received unit, and the results were found within specification. The exact cause of the reported failure could not be conclusively determined since the device did not present any obvious indication of manufacturing defect or anomaly that can contributed to the failure as reported. However, tracking difficulty through an anatomical structure is a known procedural occurrence, which is not intended as mitigation. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Cardiac arrest is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patient¿s vasculature and manipulated to varying degrees and is listed in the IFU as such. The inherent risk of the procedure combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. Neither the device history records (DHR) review results for both the angioguard rx and the precise pro rx nor the product evaluation results for the precise pro rx suggest that the reported events are related to the device design or manufacturing process. Therefore, no corrective and preventive actions will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17727956 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the release of the angioguard, the 8x30 precise pro rx stent was chosen as the proper size stent and was inserted into the body of a patient with traumatic injuries. While advancing the stent, strong resistance was encountered, and the stent could not advance to the lesion. At the same time, the patient suffered cardiac arrest and the physician was forced to withdraw the stent. The patient was resuscitated after rescue and transferred to the intensive care unit (ICU). The user does think that the event was related to the stent. The user does think that the event was related to the procedure. The procedure time was too long and operated at the carotid sinus all the time, the bend of the stent simulated carotid sinus to cause cardiac arrest. The precise pro rx stent and angioguard were successfully removed. The patient had a dissection prior to the angioguard and precise pro rx stent being introduced into the patient. The patient was not on any medications. The intended procedure was a carotid artery canalization. The target lesion was the carotid artery. The target lesion vessel diameter was 7mm. The vessel tortuosity/angulation was moderate. The device was not used for a chronic total occlusion. The target lesion vessel length was 30mm. The products were stored and handled according to the instructions for use (IFU). The products inspected and prepped according to the IFU. There was nothing unusual noted about the products prior to use. There was no unusual force used at any time during the procedure. There were no kinks/bends noted to the devices after they were removed from the patient. The angioguard was sized larger than the vessel as per IFU. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. The torque device was locked onto the guidewire. The anti-migration clip located closest to the filter introducer was left in place until after the filter basket was docked into the deployment sheath. There was no difficulty encountered while docking the filter basket into the deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. There was no filter basket deformation. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band. The filter basket did collapse into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. There was no debris in the filter basket after removal. The user did not feel that any debris from the filter basket escaped during withdrawal. The filter basket was not suctioned prior to being withdrawn into the capture sheath. There was no difficulty encountered while advancing/tracking the angioguard towards the lesion. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The diameter of the unconstrained precise pro rx stent size was 1-2mm larger than the vessel diameter. The device was prepped in the tray. The tuohy borst valve was in the closed position when received. The tuohy borst valve was closed prior to removing the device from the tray. The stent was still constrained within the outer member/sheath when removed from the tray. The stopcock was connected to the y-connecter of the tuohy borst valve. There was no difficulty encountered flushing the stopcock. There was no difficulty encountered flushing the stent delivery system (sds). There was no difficulty advancing the sds over the guidewire or embolic protection device. The stent delivery system did pass through acute bends. The delivery of the sds to the lesion was contralateral. The contrast used was iodixanol. The contrast was mixed with saline. The ratio of the contrast to fluid was 1:1.